Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510k- this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).